Manufacturer narrative:
According to the info provided, no problems were reported by the patient before the trauma (fall). The check of the manufacturing charts of the glenosphere (lot # 200303672, product code marketed in the u.s), metal back and reverse poly liner (product codes not marketed in the us) did not show any pre-existing anomaly on the pieces released on the market. We received no other signalings on this lot # of glenosphere, on a total of (B)(4) devices manufactured with this lot #. We received a photo of the explants (the devices have been destroyed by the hospital) and x-rays of the incident, dated (B)(6) 2014. The photo of the explants showed the breakage of the locking screw of the glenosphere and of the inferior portion of the metal back glenoid. The x-rays of the incident has been evaluated by a clinician who confirmed that the patient probably had a scapular notching over the years, well before the fall. The scapular notching (event well known which may occur in reverse shoulder arthroplasty) destructed the inferior part of the glenoid bone causing loosening of the inferior bone screw and of the entire metal back glenoid from the bone. Despite this, due to dementia, probably the patient was relatively pain free and the range of motion not so good under control; so it seems that the patient started reporting problems only after the fall. It's likely that the fall caused the failure of the connection between the metal back and the glenosphere (with consequent dislocation of the glenosphere); then maybe also the reverse poly liner dislocated, consequently the loose metal back experienced a direct contact with the metal reverse humeral body, causing the consumption of the inferior part of the metal back and the metallosis. Summarizing, we believe that the scapular notching (well known event which may occur in reverse shoulder arthroplasty) caused the initial loosening of the metal back from the bone before the fall; then it's very likely the fall worsened the situation, causing the mechanical failure of the connection between metal back and glenosphere and at the end the metal-metal contact between metal back and reverse humeral body. We are not able to define how much patient brain disease (dementia), could have contributed to this incident. The IFU currently provided with the smr system specify that "patient history of falls" is a risk factors for the survival of the prosthesis. No corrective actions have been planned for this specific case. Limacorporate is aware of a total of 5 revisions involving a glenosphere with model # 1374.09.110 (and different lot #); these 5 events were mainly caused by surgical errors or patient trauma/condition, so they were not directly"product-related". (B)(4). Limacorporate will keep monitored the market.

Event description:
Smr reverse prosthesis implanted on (B)(6) 2004. Patient has dementia, so history is difficult to obtain. Patient had a fall approx 10 days prior to revision surgery. Obvious bulge anterior shoulder. On opening (revision performed on (B)(6) 2014) evidence of metallosis. Glenosphere peg had fractured causing glenosphere to dislodge. One screw from metal back had dislodged as had inferior edge of glenoid. Obvious damage to reverse poly liner. Patient revised to a cta humeral head. The event occurred in (B)(6).